Event description:
It was reported that during a wisdom tooth removal, the patient received a minor burn to the upper lip. There was no treatment provided at the time of the event. The patient was seen post op and the burn had since healed with no scarring.

Manufacturer narrative:
The handpiece was received at the manufacturer for investigation. According to the service records, the spindle housing was listed as the primary failure on the handpiece. Based on the information, the burn most likely resulted from the front bearing stop shifting out of the spindle housing and causing the excess heat. The handpiece was repaired and returned to the customer.